Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, delamination diaphragm valve, crease fold, yellow particle in the surface of the shell and wear abrasion. Leak test was performed and found opening in the anterior and delamination diaphragm valve . A microscopic analysis was performed which identify sharp opening on valve bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a opening sharp on valve bond edge, side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.